Event description:
The vascular surgeon was using a cook 5 french dilator to dilate up during a routine permanent catheter placement. While dilating, the hub became completely removed from the dilator portion, and "went into the body" via the venous system. The physician then had to access the pt via the femoral vein, and remove the foreign body dilator shaft from the pt with a snare.

Manufacturer narrative:
(B) (4). Vessel dilators are inspected to ensure the glued two part fittings: flare must be securely seated in adapter, tubing must not turn in fittings, glue joints must be secure, and if applicable, confirm correct french size stamped on hub. Without the device being returned, it is not feasible to determine with certainty why the customer experienced the stated difficulty. We are continuing our monitoring of similar complaints.